Manufacturer narrative:
Lot traceability was not provided by the end user. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists arrhythmia as a potential adverse event associated with the tavr/tavi procedure. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. At this time, it is not possible to assign a definitive root cause for the event as reported. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: per cnf, it was reported that: a patient who undergone ablation due to wpw syndrome. Patient was diagnosed to be pmi high-risk since the patient has crbbb before the procedure. Moreover, lvh was observed. During the procedure, there was difficulty on inserting the pigtail inside the left ventricle due to lvh, and it also took time to place the safari2 gw inside the left ventricle. Due to guidewire being pushed, pvc occurred occasionally. Bav was performed using 18mm balloon. Rapid pacing at 180bpm was tried to perform, but self-pulse was restored with off. There was no problem with the insertion of the delivery system, and valve deployment was started. During the start of valve deployment, abp dropped to 70 units, and circulatory dynamics were slightly not stable. Cavb occurred when the frame center marker came out from the catheter. P wave was observed, but qrs dropped about 3 beats. The physician gave pacing instruction to anesthesiology, and pacing was started at 80bpm. Blood pressure dropped to 50 once, but it was recovered to 70-80 with valve deployment, and progressed as it was. During the first deployment, position was high, and since waist did not form well, valve position was slightly repositioned in the left ventricle side by partial recapture. Eventually, depth to lvot was 2mm on the ncc side, and 4mm on lcc side. Since there was no problem with non-pvl and valve movement upon imaging and echo, biological valve was released. After placement, delivery system retrieval and sheath removal were completed without problem. Physician's comment: since patient was diagnosed to have high risk of avb before the procedure, this result was within the expectations. Pmi procedure was scheduled. Per email, the pvcs occurred prior to insertion of the le valve during difficult placement of the pigtail catheter and the safari gw.